Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6. Corrected section: h6. The manufacturer has revised the medical device problem code in order to provide a more accurate representation of the event. The investigation conclusions remain unchanged.

Event description:
The manufacturer was informed of an intra-operative explant of a perceval s valve size m that occurred on (B)(6) 2024 during an isolated avr surgery performed through mics approach. Reportedly, the valve was attempted to be implanted for three times but a stable position could not be achieved and, following each attempt, the valve was found to be dislocated to the distal part of the annulus at the intra-operative check performed upon release of aortic cross-clamp. Reportedly, the patient native valve was stenotic tricuspid, with a normal geometry of the commissures with minimal raphe of the lcc and rcc. Patient¿s annulus size had been evaluated to be 23 mm in size at the pre-operative echo. At each attempt, the valve was removed and recollapsed, and the anulus sized. Based on the information received, a sutured biological prosthesis size 23 (edwards lifesciences perimount magna ease) was ultimately implanted. No further decalcification was performed prior to implanting the replacement valve. As reported, the patient was stable throughout the procedure and was not affected by the delay in surgical time, which was 187 min of bypass time and 122 min of cross-clamp time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer will submit a follow up report upon receipt of any further information or at the completion of the investigation on the returned device.

Manufacturer narrative:
Updated sections. The device was returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The replication of collapsing phases was performed using the returned valve pvs-23/m and a demo accessory kit, in order to attempt to reproduce the reported event. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the simulation of the valve deployment in silicon aortic root #23, no problems was encountered during the ballooning phase: the sealing at the annulus level is guaranteed as visible in attached pictures; thus, the valve remained fixed within the annulus. Then, inserting some water in the aortic root from the outflow side, no paravalvular leaks was observed during both the simulation. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. On the basis of the analyzes carried out, it is possible to exclude the relationship between the reported issue and the quality of the returned device, as no positioning problems or notable evidence of instability of the prosthesis, once positioned, were observed. Furthermore, from the document review performed, no manufacturing deficiencies were noted. Based on the information provided, at each attempt, the valve was removed and re-collapsed. As such, it is important to highlight that as explained in the perceval instructions for use, "a removed perceval prosthesis must not be re-implanted, because its integrity is no longer ensured." As such, the decision to re-collapse the valve was made off-label.